Event description:
(B)(4). Less than a year after the implant my menstrual cycle start getting some times 2 times per month some times 1 time but last longer and heavier than before, after sex activity I start having burning sensation, so I try to avoid it, this is causing problems in my relationship with my husband, and I'm having sporadic but bad lower abdominal pains specially in my right side I'm losing my hair and swollen abdomen, I have no insurance I need help to remove my implants, please.